Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that an unknown bd needle had leakage. Medline complaint #: (B)(4) defect description: customer report: ¿10cc ll syringe is leaky when connected to the needle.¿ the needle skus were not provided. Medline kit #: pain1906a medline part #: 153239 product description: syringe 10ml ll bns vendor part #: 304657 lot #: unknown date reported: (B)(6) 2026 photo received: no sample received: no ¿ customer says sample is available, but they have not sent it in yet MDR reportable: yes ¿ report is pending response needed: due to no lot number, photo, or sample available, please acknowledge the complaint notification. If we receive any additional information or samples/photos, we will provide that for investigation. Can you please provide an exact date of incident in this format mm-dd-yyyy? Unknown, date not provided. Did you receive any samples/photos from the customer? Received samples, did not confirm issue when syringe was tested with all the needles provided in the kit. Kindly provide the exact location of leakage. Connection between the syringe and needle. The specific needle that the reported leakage occurred with was not provided.